Manufacturer narrative:
Upon further review device code (B)(4) no longer applies to this event. Analysis of the lead ((B)(4)) found that the proximal end connector was pulled out or off.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v007374, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v007374, implanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
It was reported that the manufacturer representative (rep) that during a routine battery change the lead could not be extracted from the old implantable neurostimulator (ins) header despite completely removing the set screw and trying to pry the space open and gently applying traction to the lead for several minutes. Ultimately, the lead broke off in the header of the old battery. The existing lead was also very difficult to extract and showed several impedances once it was plugged into the new battery. The rep was able to obtain satisfactory stimulation on the patient's right side which is where their worst pain was. The patient was going to wait and see if they wanted to have the left lead replaced. Relevant medical history includes chronic and intractable pain of the trunk and limbs. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.